Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 8 devices were received. Event confirmation status: 8 reported events were not confirmed. Evaluation results: 7 devices were found to be affected by corrosion. 1 device was found to be affected by a lack of lubrication.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 7 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 7 reported events were not confirmed. Evaluation results: 7 devices were found to be affected by corrosion. 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact.